Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. The submitted log files were reviewed and found that the pump appeared to operate at the set speed without issue. Transient low flow hazard alarms were confirmed on (B)(6) 2023. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related) and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in emergency room (ER), having stroke like symptoms and continuing low flows. The patient got an echocardiogram (echo) while in ER. The patient reported taking all their medications and this was going on for a while. The patient was admitted for further investigation. The log file review captured multiple low flow events on (B)(6) 2023. Additional information stated that the patient experienced visual changes, slight slur speech, and low flows. The patient had a transient ischemic attack (tia) and low international normalized ratio (inr). The echo result was unremarkable. The patient was treated for hypertension; speed was increased from 5500 to 5700. Hematocrit (hct) was decrease to 20%.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.